Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22-apr-2019. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: red particle material on the shell, opening on radius side, red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. Device has been explanted.